Manufacturer narrative:
Analysis found a fracture of the conductor was noted at 50.7 cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high impedance. No damage was noted on the insulation.

Event description:
It was reported that the left ventricular lead exhibited high impedance due to dislodgement. The lead was explanted and replaced successfully. The patient was stable prior during and after the procedure.